Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, the patient experienced loss of consciousness. The cgm device was not checked at any time during the event, and it was not known what the cgm reading was, and if there were cgm readings during the event. At around 2:30am, the patient¿s husband checked on the patient while she was sleeping and found that she was unconscious and passed out. The patient does not know if their husband checked the cgm reading but the husband called 911. When the paramedics arrived, the patient was brought to the hospital. When the patient was conscious she was informed that her blood glucose reading was below 30 mg/dl. The cgm device did not alert during the event for a low cgm reading. The patient said she was wearing an oxygen mask when she was in the emergency room and they had to put 2 different intravenous lines. The patient recovered and was sent home on the same day. She was advised to take tylenol extra strength (2 tablets consisting of 1000 mg each) over the course of 6 hours if she feels pain (patient had a bruise and pain from the apparently performed CPR). There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.